Manufacturer narrative:
Philips service replaced the flexvision pc and hard disk spare part, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that flexvision pc failure caused screens not to turn on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.